Event description:
Ldh continued to rise from 1169 to 4742. Hematuria noted. Power spikes and pfhgb 70.6. Iabp in place. Aki with anuria noted. Heart failure symptoms worsening. Pump exchanged emergently. Clot observed, pic. Sent to thoratec.